Event description:
It was reported that the patient received inappropriate therapies. Review of the egm revealed noise. Physician suspected a lead fracture. As such, the lead was explanted and will not be returned.

Manufacturer narrative:
No medwatch form was received.